Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a symptomatic patient presented in clinic. Upon interrogation, lead fracture and high impedance were noted on the rv lead. The lead was explanted and replaced. Patient was discharged.